Event description:
Customer's husband called to report a hospitalization due to low blood glucose. Caller stated that his wife was in a coma, the blood glucose reading was 18 mg/dl. The insulin pump malfunctioned and delivered the entire amount of insulin into her body. U500 insulin was used. Advised customer that u100 insulin is approved for the insulin pump. Customer no longer uses the insulin pump. The current blood glucose reading is 129 mg/dl. Customer was hospitalized for three weeks. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.